Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. A pocket revision was performed as the device was compromising the skin integrity. Furthermore, the device pocket became inflamed and dehisced. The physician opted to do a system extraction. There were no additional adverse patient effects reported. The rv lead was explanted.